Manufacturer narrative:
The product is not available to send for evaluation.

Event description:
The user facility reported there was fluid leaking from the battery pack housing during a procedure. There was no delay, no medical intervention, and no adverse consequences.